Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the battery connect (j1) on the defibrillator board was broken, this would prevent the monitor from recognizing a battery. The root cause of the damaged battery connector cannot be positively determined but was likely due to excessive force when the battery was mated with the monitor. No adverse event results form the damaged connector. The last pt to use this monitor did not report any problems.

Event description:
A review of service data detected a reportable event. Upon servicing of monitor sn (B)(4), which was returned for normal maintenance, it was discovered that the j1 battery connector was broken. The last pt to use this monitor did not report any problems.